Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 6f angio-seal was selected for use. Following a vasospasm in the right radial artery, a new 6f puncture was made in the right femoral artery following a pre-deployment angiogram. Following deployment, the patient was restless and bleeding was observed from the puncture site, manual compression was applied for twenty minutes to achieve hemostasis. While ambulating three hours following the procedure, the patient displayed ischemic symptoms in the right leg and a CT scan showed an occlusion of the right superficial femoral artery 6cm distal to the puncture site. The patient was given intravenous heparin for two days, but continued to experience pain on ambulation. The patient underwent an embolectomy and a piece of angio-seal with suture was removed from the vessel. The patient is stable and has been discharged.